Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and it had withdrawn from the target branch into the main coronary sinus, resulting in a total loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.